Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon told sales representative that during fess bur broke inside of the patient while performing a drill out of the frontal sinus. The bur looked as though it shredded apart inside of the microdebrider shaft. There was intervention performed to retrieve the broken bur pieces. No broken pieces of the reported product remain inside the patient's body. There was procedure delay of 30 minutes and procedure was completed with backup product(s). Patient was alive and no injury. On follow-up it was mentioned that during the conversation with the customer it was found that the customer didn¿t realize that some burs were intended to go 12k rpm and some up to 30k, or that some burs were intended for different kinds of handpiece.